Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) readings were over the threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: section b3 date of event section b5 desc evt problem section g3 date MFR rec section h6 device codes (fdd/annex a) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the external pulse generator's (epg) ventricular pacing output current at 1milliampere (ma) was out of specification.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer¿s report that the external pulse generator¿s (epg) ventricular pacing output current at 1 milliampere (ma) was out of specification. The epg passed the incoming inspection. Additionally, it was noted that the hanger was cracked, and the hanger assembly was subsequently replaced. The epg then passed all final functional tests with no visual or electrical anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.